Event description:
Customer reported during routine daily testing, the defibrillator displayed a keyfault "1" message. No reported pt involvement. Service representative unable to duplicate the reported condition. Proper operation of the device was confirmed.